Event description:
It was reported that this was an arteriotomy closure of a right common femoral artery using the pre-close technique via a 6fr sheath hole prior to an interventional transcatheter aortic valve replacement (tavr) procedure. Reportedly, the first prostyle device did not deploy properly. The plunger was depressed but the plunger could not be pulled back as the suture was too short and could not be cut with the quick cutter. A scalpel was then used to cut the suture. The second prostyle device was successfully pre-placed. The sheath was upsized to an 18fr sheath and the tavr procedure was completed. Hemostasis was not adequately achieved and so a third prostyle device was deployed; however it did not achieve hemostasis and bleeding worsened. Hemostasis was achieved with a covered stent. There was a reported adverse patient effect of bleeding and a reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional devices referenced in b5 are filed under separate medwatch report numbers.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided, a definitive cause for the reported plunger retraction problem and irregular appearance could not be determined. Factors that may contribute to plunger retraction problem include, but are not limited to, user closes foot before suture deployment (i.e., before plunger fully retracted proximally) or suture snag. The reported suture was too short was likely due to suture getting snagged/caught. There is no indication of a product quality issue with respect to manufacture, design or labeling.